Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope having white foreign material on the air/ water (a/w) cylinder, a/w tube, jet tube. Additionally, the probe cover was burned. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 24sep2024. Correction: b3. Additional information: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the foreign material investigation, olympus confirmed foreign material came out of the device, but the type of the material could not be identified. There was no physical damage where the foreign material remained. A root cause could not be identified. Based on the results of the burn investigation, a burn was not confirmed. However, it is possible that a high-energy endo therapy accessory (laser, radiofrequency, etc.) May have been used without sufficient distance from the distal end. The foreign material event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. The burn event can be detected/prevented by following the instructions for use which state: IFU states that detection method in cf-hq190l operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope IFU states that preventive measure in cf-hq190l operation manual: chapter 4 operation:4.3 using endo therapy accessories. Olympus will continue to monitor field performance for this device.